Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell on the homechoice. The home patient (hp) was connected at the time of the alarm. The hp had already cycled the power. The hp reported no leaks or disconnection. The cause of the alarm was undetermined. Hp will complete therapy with manual supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in set) during dwell was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Product surveillance followed up with the patient's dialysis center regarding this system alarm. The registered nurse (rn) was not aware of the incident, but reported the patient was seen for an appointment (B)(6) 2010 and there were no issues at that time. The rn stated that no patient injury was reported or medical intervention indicated. The patient continues to receive peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.